Event description:
It was reported that the lights on the unit were blinking. It was further reported that the lightcable knob was missing from the front of the unit.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.